Manufacturer narrative:
The device was returned for inspection and the customer's allegation was confirmed. A definitive root cause could not be identified. Based on the results of the investigation it is likely that the event reported is caused due to malfunction of imager unit. In addition, the following reportable malfunctions were identified during the device evaluation: nozzle has foreign objects, a root cause could not be identified. The event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope exhibited image blackout. The issue occurred during reprocessing. There were no reports of patient involvement.